Manufacturer narrative:
Siemens has completed an investigation of the report. During the investigation, it was determined that a very high force was applied to the release lever of the table rail that led to its damage. The issue was caused by the operator and no system weakness has been identified. The accessory rail has been exchanged on site and the system works as specified. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an injury occurred while operating the artis q biplane system. The customer reported the operator of the device slipped on the floor and hit their knuckles on the accessory rail knob. No further information regarding the injury is available. There is no report of impact to the state of health of any patient involved.